Event description:
It was reported that the right ventricular lead had high impedance and thresholds. The lead was tested invasively in bipolar configuration and measured out of spec, so the lead was tested in unipolar and acceptable numbers were found. Therefore the lead remains in use in the unipolar configuration.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.